Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10318. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system and 24mm watchman ® laa closure device & delivery system were used. The closure device was successfully implanted. About three hours post procedure, an echocardiogram was performed and revealed a pericardial effusion. The patient's international normalized ratio (inr) was 2 and they were on dabigatran. They were not on antiplatelet medication. Pericardial drainage was performed and they collected 400ml of the patient's blood and re-infused it back in. The patient remained hemodynamically stable and was in good condition.